Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 84961 with the incident lot was not observed.

Event description:
It was reported that bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg tubes were under filling. No serious injury or medical intervention reported.